Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and battery out limit alarm. Customer's blood glucose level was 187 mg/dl. Troubleshooting for battery out limit was performed. Customer advised they do not screw in the battery cap all the way because it will cause a bad connection. Customer advised they keep the battery cap loose which may have caused the battery out limit alarm. Customer was unable to clear the alarm because the device had keypad anomaly. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.